Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. To address the issue, the customer either reloaded the cartridge or changed the infusion set and cartridge and resumed insulin.